Event description:
Caller reported an alarm 2 that was not due to an occlusion event occurring earlier in the day, and the customer's blood glucose level did not exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer addressed the issue by straightening out the tubing and massaging the area around the infusion site before resuming insulin. Technical support planned to complete a pump system check as part of the resolution process. The customer did not have an alternate form of insulin therapy. Reportedly, the customer would reach out to their health care provider to discuss an alternate form of insulin therapy.